Event description:
The hcp reported that while placing the bravo ph monitor the capsule did not attach to the patient's esophagus. While removing the introducer, the capsule was loose in the oropharynx. An endoscope was used, oral suction, and forceps in the attempt to remove the capsule. The patient was instructed to cough and the capsule moved into the mouth. No serious injury to the patient was reported.

Manufacturer narrative:
To date the device has not been returned to medtronic for evaluation. If further information is received or the device returned, a follow-up medwatch report will be sent.